Manufacturer narrative:
The pump was returned for analysis. The returned product did not have any damage to the outflow cage as it remained on the cannula. Towards the inlet the cannula was compressed and had clamp marks on it. The delo band was torn on the top and the inlet was seen to be completely detached from the cannula. The inlet was crushed as it had a clear clamp mark on it. The cause of the detached inflow cage is due to a material fracture of the inlet based on an unintended user error as the physician clamped on the inlet causing it to separate. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that during explant of an impella 5.5 a clamp was used incorrectly causing the pump to detach at the cannula. The entire graft had to be removed with the pump. No patient harm was reported.